Event description:
It was reported that patient had ipg explanted on an unknown date for an unknown reason.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.